Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported.